Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had infection with sepsis. In addition, this device also eroded. This device was explanted. No additional adverse patient effects were reported.